Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The total length from the lowest renal to the right internal iliac bifurcation was measured between 152mm-164mm. The length for the main body was confirmed using a pigtail catheter prior to implantation. The aorta itself was quite tortuous and as a result the 160mm length main body was chosen as opposed to the 140mm, which may have been too short. The case proceeded smoothly and the surgeon and fellow were encouraged to do a sheath run prior to deploying the ipsilateral component of the device however they proceeded without this step. During the final run it was noted that the right internal iliac artery had been covered. The clinician felt that the patient would have adequate perforation from the left internal artery; therefore, no additional measures were taken.